Event description:
It was reported that during a lap sigma the instrument cut and stapled. The knife did not return and it got caught on the anastomosis. The device could only be removed under application of excessive force. The anastomosis tore. The case was converted to open. The pt received an artificial anus.